Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 500 mg/dl. The customer's wife stated that there a motor error on the pump. The customer was sent a replacement pump but the customer passed away before ever using the pump. The time and date of the deceased was not recorded. The customer's wife will be sending the pump back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.